Manufacturer narrative:
(B)(4). Corrected data: in the initial MDR, the following information was inadvertently not provided. Date of event: (B)(6) 2015. If implanted; give date: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in MDR follow up #1, date of event was corrected to (B)(6) 2015; however the correct date of event was actually one day post op and therefore (B)(6) 2015. All pertinent information available to abbott medical optics has bee submitted.

Manufacturer narrative:
Product testing: no product testing was performed as the lens remains implanted. Manufacturing record review: a review of the manufacturing records for the lens was performed. The product was manufactured and released according to specification. A search revealed that this is the only investigation requested for the production order. No product deficiency or malfunction were identified. The lens met specification prior to release. Sterilization record review: the sterilization record was evaluated. The pcb00 unit was sterilized and no non conformances, discrepancies or deviations were associated with this lot were found. The units were sterilized according to specification. No environmental action was found during the time that the production order was processed. Labeling review: the directions for use (dfu) for the tecnis® 1-piece iol were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. The lenses are labeled with instructions to minimize exposure to conditions which may compromise the product, patient, or the user. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient underwent implant of the intraocular lens (iol) and at one day post op was diagnosed with inflammation. The patient's symptoms included corneal edema, and vitreous debris. The patient's visual acuity was 20/400. The patient was treated with topical steroids and has recovered. The intraocular lens was implanted in the patient's right eye. The hospital's investigation did not point to the lenses; however, the lenses were a common factor in the investigation. No further information was provided.

Manufacturer narrative:
Pt age/date of birth: unknown. Date of event: unknown. Implant date: if implanted, give date: unknown. Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information provided by the doctor stated that the lens will remain implanted as the site doctor stated the inflammation (infection) was related to the nursing cleanliness and sterile technique, not the lens. Per the doctor the issue has been resolved at the surgical site. The lens will not be returned. All pertinent information available to abbott medical optics has been submitted.